Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s. During the procedure, the physician successfully implanted one pod8 into the target vessel using a lantern delivery microcatheter (lantern). Upon advancement of the second pod8 beyond the hub of the lantern, the physician encountered strong resistance. Subsequently, the pod8 pusher wire became kinked. Therefore, the pod8 was removed from the procedure. The procedure was completed using the same lantern, another pod8, two additional pod coils and five pod packing coils (pod pcs). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 pusher assembly. The pusher assembly was fractured and kink approximately 33.5 cm and 51.0 cm from the proximal end respectively. The pull wire was retracted out of the pusher assembly distal detachment tip (ddt). The embolization coil was undamaged and was detached from the pusher assembly. Conclusions: evaluation of the returned pod8 revealed a fractured pusher assembly and detached embolization coil. If the device is forcefully advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. If the pusher assembly fractures, the pull wire will retract out of the ddt which allows the embolization coil to detach. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.